Event description:
It was reported that the battery was at end of life and had been implanted for two years. There was a short circuit on electrode pair 0-2 of 59 ohms. The patient was programmed to 0+, 1- 2-. Information received the following day indicated that the device was explanted as of the date of this report. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_ext, lot# unknown, product type: extension. (B)(4).